Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported that while setting up for support, the automated impella controller (aic) failed. The team replaced the aic and support proceeded without harm or injury from any delay. There was no patient involvement.